Manufacturer narrative:
D10: ((B)(6)) 02-020-11-0345 - truliant ps cem fem ps cem right sz 4.5; ((B)(6)) 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t; ((B)(6)) 200-07-35 - advanced patella 35mm 3 peg implant. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 34 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, femoral loosening, pain and recurrent effusions. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted aseptic loosening of the implant. Intraoperatively the surgeon observed some scar tissue around the patella button, but was well fixed and in good condition, and the surgeon elected to retain it. The surgeon observed, on inspection, some pitting of polyethylene insert. It was noted the femoral component was easily dis-impacted and came off cleanly from the cement mantle consistent with loosening. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient related conditions, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the device was not returned for evaluation. The tibial insert appears unremarkable with respect to wear. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The following report is being submitted to relay corrected information. The following fields were corrected: h6: clinical codes. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.